Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned and evaluated. Visual examination of the returned part determined that returned tasp found signs of repeated use and a fracture/crack ranging from the anterior right condyle to the middle of the right condyle. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be wear. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the provisional was returned cracked/fractured. No additional patient concrescences or involvement were reported as a result of this malfunction. Attempts have been made and any more additional information on the reported event is unavailable.

Manufacturer narrative:
Product returned but not yet evaluated.

Event description:
It has been reported that the provisional is cracked.